Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was flashing white. The customer's blood glucose at the time of the incident was 210 mg/dl. Troubleshooting was provided and a blank display remained. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed selftest and displacement test. No missing segments or partial display noted. Device was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. (B)(4).